Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device exceeded the maximum allowed temperature rise. This did not occur during a surgical procedure. There was no patient involvement or any adverse consequences when this event occurred.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device overheating was found when the device exceeded the maximum allowed temperature. Based on the investigation details, the likely cause was problems with the saghead assembly, rotor, and bearings. The device will be repaired and returned to service.